Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered sharp pain in my left side, very painful, general abdominal pain, pain during intercourse, recurrence of incontinence, inflammation, urinary problems, discharge, infections, and vaginal and pelvic pain. No further information has been provided.